Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was symptomatic lower abdominal panniculus, status post massive weight loss with symptomatic ventral hernia. The procedure performed was inverted t panniculectomy and placement of on -q pump pain catheters in the subcutaneous plane. On (B)(6) 2012 - the patient underwent a surgical revision for exploratory laparotomy, ventral hernia repair, cholecystectomy, upper endoscopy, and lysis of adhesions. The implantation was on (B)(6) 2011 and revision on (B)(6) 2012 with 1 year, 3 mos between the two. The pre-op and post-op diagnosis was ventral hernia, symptomatic cholelithiasis, small bowel obstruction. The patient experienced adhesions, mesh deformation/migration, and revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced adhesions, small bowel obstruction, symptomatic cholelithiasis, and mesh migration. Post-operative patient treatment included revision surgery, lysis of adhesions, exploratory laparotomy, cholecystectomy, upper endoscopy, and placement of on-q pump pain catheters in the subcutaneous plane.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.